Manufacturer narrative:
D9: date returned to mfg.: unknown. Device evaluation: the customer reported issue of "pump was not recognizing the infusion set" was confirmed. The cause was a faulty battery compartment and downstream occlusion (dso) seal. Replace the battery compartment and dso seal. The device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was not recognizing the infusion set. There was no patient involvement.